Manufacturer narrative:
Reporter is a synthes employee. Part: 319.006, synthes lot: h363286, supplier lot: h363286, release to warehouse date: march 08, 2018, supplier: avalign technologies: nemcomed. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received. Upon visual inspection, the needle of the depth gauge was broken from the center shaft. The broken needle component was not returned. Additionally, the protection sleeve of the depth gauge was missing, and scratches were observed on the device. No other issues were identified with the returned components of the device. Functional inspection: a functional inspection cannot be performed due to the returned device condition. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Depth gauge for 2.0/2.4mm screws: during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws as the needle component of the depth gauge broke and separated from the center shaft. While no definitive root cause could be determined for the complaint condition, it is possible that the condition was due to excessive/unintended forces and field usage. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge wouldn¿t slide before the procedure. There was no patient consequence reported. Upon manufacturer receipt and investigation of the device, it was determined that the device was broken. This report is for a depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).